Event description:
It was reported that the li61aor intraocular lens was removed intraoperatively due to bent haptic. The iol would not remain centered. Sutures were necessary to close the incision. The surgeon used a ez-28 delivery device during surgery. Another iol was successfully implanted. According to the surgery the most likely cause of the event was due to loading error. The patient prognosis was reported as healing, routine follow up. This report refers to the patient's right eye. Please reference MDR # 1119279-2012-00174 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.